Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. Customer blood glucose at the time of incident was 528 mg/dl. No further details was given. Customer declined troubleshooting for high blood glucose. Customer was adviser a sensor replacement will be sent. Device is not expected to be returned for analysis.